Event description:
It was reported that when the device was used during a thoracotomy procedure, the device partially cut the tissue. Opened another device to complete the case. There was no consequence to pt.